Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown thromboplastin method. The meter results were 3.5 inr and 3.1 inr. The laboratory result was 2.5 inr. The measurements were taken within 30 minutes. The customer¿s therapeutic range is 2.0-3.0 inr.